Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) university, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned due to loop leak alarm. There was no patient harm or injury reported.